Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that it had been identified that an f&p pt101 airvo 2 humidifier did not have an audible alarm. The healthcare facility reported that staff identified this when they unplugged the subject device in order to transfer the patient from the palliative ward to a different room. It was reported that after staff had unplugged the subject device and the patient was not receiving therapy, the patient experienced rapid deterioration and respiratory failure during transportation. F&p have requested further information on the sequence of events and any consequences for the patient. F&p will provide a follow up report upon completion of f&p's investigation.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) have requested further information on the sequence of events and any consequences for the patient. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Manufacturer narrative:
(B)(4). [D4, h10: pt101an is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k131895.] Product background: the pt101 airvo 2 (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users. Method: the subject device was received at fisher & paykel healthcare (f&p) in new zealand where it was inspected by a trained f&p investigation engineer. The device was performance tested and the audible alarm function was checked. The device was then disposed of. F&p's investigation is based on the information provided by the healthcare facility, f&p's evaluation of the subject device, previous investigations of similar complaints, and f&p's knowledge of the product. Results: during testing it was found that the subject device had no audible alarm, confirming the reported malfunction. The issue was due to a faulty speaker and electrical resistance testing has shown the speaker's resistance to be open circuit. The speaker is a supplied component that is assembled into the airvo 2. The healthcare facility reported that staff identified the absence of an audible alarm when they intentionally unplugged the subject device in order to transfer a palliative patient from the palliative ward to a different room and the alarm did not sound. It was reported that after staff had unplugged the subject device, and therefore the patient was no longer receiving therapy, the patient experienced rapid deterioration and respiratory failure during transportation. The healthcare facility further reported that the patient did not receive any further therapy after the patient had been transferred from the palliative ward to the different room. It was also stated that the palliative pathway was enacted for the patient and the patient subsequently deceased. Conclusion: as part of ongoing product improvement initiatives, a new speaker configuration from a different supplier was implemented on 14 august 2017. Since the introduction of the new speaker, there has been a (B)(4)% reduction of the failure rate for units manufactured after 14 august 2017. Furthermore, a voluntary recall was initiated in march 2024 to remove and replace devices with the old speaker configuration. Further improvements were initiated in march 2019 which involved an update to the control pcb in order to reduce the mechanical stress on the speaker when operating. A historical search was conducted for the last 2 years which showed the speaker failure has not caused or contributed to any serious adverse events. The current failure rate per use for units manufactured after the speaker change is less than (B)(4)% worldwide.

Event description:
On (B)(6) 2024, a healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that it had been identified that an f&p pt101 airvo 2 humidifier did not have an audible alarm. The healthcare facility reported that staff identified this when they intentionally unplugged the subject device in order to transfer a palliative patient from the palliative ward to a different room and the alarm did not sound. It was reported that after staff had unplugged the subject device, and therefore the patient was no longer receiving therapy, the patient experienced rapid deterioration and respiratory failure during transportation. On (B)(6) 2024, the healthcare facility further reported that the patient did not receive any further therapy after the patient had been transferred from the palliative ward to the different room. It was also stated that the palliative pathway was enacted for the patient and the patient subsequently deceased.